Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the planned treatment of the procedure was aborted and completed by using another system. The philips field service engineer (fse) inspected the system onsite and found that the dc power supply (dcps) was faulty. The fse replaced dcps to resolve the issue and restored normal functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.